Event description:
During cardiopulmonary bypass, the pressure sensor display was intermittent and fluctuating. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
The temperature/pressure printed circuit board was apparently faulty. The board was replaced and the device was returned to service.